Event description:
It was reported that a malfunction occurred on the pump. Customer¿s blood glucose (bg) level was 600 mg/dl. The customer contacted technical support, where they received assistance in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.